Manufacturer narrative:
Argus case (B)(4).

Event description:
Bristle came out of the throat/ bristle really got into his throat [foreign body in throat] almost choked on a bristle from the toothbrush [choking sensation] case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a (B)(6) male patient who received gsk toothbrush (aquafresh flex tip interdental toothbrush, medium) toothbrush (batch number 01062, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On (B)(6) 2021, the patient started aquafresh flex tip interdental toothbrush, medium. On an unknown date, an unknown time after starting aquafresh flex tip interdental toothbrush, medium, the patient experienced foreign body in throat (serious criteria gsk medically significant), choking sensation (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh flex tip interdental toothbrush, medium was unknown. On an unknown date, the outcome of the foreign body in throat, choking sensation and product complaint were unknown. The reporter considered the foreign body in throat and choking sensation to be related to aquafresh flex tip interdental toothbrush, medium. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event was reported by a consumer via call center representative on (B)(6) 2021. Consumer reported that "I always get them at the;, the 2+1, the medium. Last time I bought 3 packs again. With the 2nd pack, the last toothbrush. My husband has been using it for 2 months. Then he almost choked on a bristle from the toothbrush. Then he [got] a new toothbrush yesterday, and the same thing happened again. I have been using them for years. I was scared to death. This has already happened twice. That bristle came out of the throat. Can you send me an email with the address to where it should be sent? The bristle really got into his throat, causing problems. He really had to get in there. All in order now. The lot of aquafresh toothbrush: 01062. Customer confirmed to send the product. Parodontax original toothpaste that suddenly appeared. I read that it had a structure change. And that it was a mistake."

Manufacturer narrative:
Argus case: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a 58-year-old male patient who received gsk toothbrush (aquafresh flex tip interdental toothbrush, medium) toothbrush (batch number 01062, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On (B)(6) 2021, the patient started aquafresh flex tip interdental toothbrush, medium. On an unknown date, an unknown time after starting aquafresh flex tip interdental toothbrush, medium, the patient experienced foreign body in throat (serious criteria gsk medically significant), choking sensation (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh flex tip interdental toothbrush, medium was unknown. On an unknown date, the outcome of the foreign body in throat, choking sensation and product complaint were unknown. The reporter considered the foreign body in throat and choking sensation to be related to aquafresh flex tip interdental toothbrush, medium.this report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event was reported by a consumer via call center representative on (B)(6) 2021. Consumer reported that "I always get them at the, the 2+1, the medium. Last time I bought 3 packs again. With the 2nd pack, the last toothbrush. My husband has been using it for 2 months. Then he almost choked on a bristle from the toothbrush. Then he [got] a new toothbrush yesterday, and the same thing happened again. I have been using them for years. I was scared to death. This has already happened twice. That bristle came out of the throat. Can you send me an email with the address to where it should be sent? The bristle really got into his throat, causing problems. He really had to get in there. All in order now. The lot of aquafresh toothbrush: 01062. Customer confirmed to send the product. Parodontax original toothpaste that suddenly appeared. I read that it had a structure change. And that it was a mistake." Follow up information was received on 16-jun-2021 from quality assurance (qa) department regarding complaint (B)(4) for lot number 01062. Under the investigation evaluation it was reported that the related file "(B)(4), model 04224 missing, fallen out bristles". Complaint was concluded as unsubstantiated.